Event description:
It was reported that during a follow-up, externalized conductors was observed via fluoroscopy. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Device not returned.